Event description:
Boston scientific rec'd info that this atrial lead was explanted due to dislodgement. A new lead was implanted and no adverse pt effects were reported. As of today, the explanted lead has not been returned for analysis. If the product is returned or if add'l info becomes available, this report will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.